Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. As the occlusion had occurred in the past, no troubleshooting could be performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.